Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon is triggered if attempting to re-read the previously stored value fails. The esg-100 then sets the default values for the corresponding mode. If the error message 213 only occurs occasionally, the user should confirm the error message by pressing the [monopolar coagulation] button and check the settings and correct them if necessary before continuing with the procedure. If the error remains, the esg-100 should be restarted. If this measure proves unsuccessful, the device should be inspected by an authorized service workshop in accordance with the service manual and repaired if necessary. In the event of a hardware defect, the control board should be replaced and tested in a test device to verify the error message 213. A user error can be ruled out for this error pattern. However, a further cause could not be established, as the device was not made available for further investigation. As there was no information received of clear misuse of the device, there is no labeling advisory that was deemed required or recommended for the user facility. There are no countermeasures necessary for the suggested phenomenon because the associated risk is acceptable. The manufacturer will monitor the occurrence rate in the context of the utilized quality management system. If necessary, the manufacturer will take action in the future. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device is expected to be returned to olympus for further evaluation and testing. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus error code 213 (generator error) while using olympus esg-100, 100 120 v. The malfunction was found while preparing for an unidentified procedure. There were no reports of patient or user harm associated with this event.